Event description:
Caller reported that a malfunction occurred on the pump. There was no reported adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset the pump, and it was confirmed that the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if the issue reappears.